Event description:
The ventilator was set to deliver 75% fio2. The ventilator spontaneously dropped the concentration to 60-62%. The pt began to desaturate and the fio2 was increased to 100%. The concentration rose to 85% and stopped.